Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer's blood glucose level as the pump did not shut down or become unable to turn back on. The customer was instructed to plug the wall adapter into a known working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies, and no further assistance was required.